Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level were 23.1 mmol/l and 25.5 mmol/l. Customer was treated with bolus. The cannula was bent. Troubleshooting was declined by the customer. It was unknown whether the customer was using auto mode. The device will not be returned for analysis.